Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since implant the patient had been feeling stimulation in the left buttock at the ins site. The patient confirmed that therapy was not on and she was using the little booklet. The patient believed that she switched programs earlier today and the patient was able to increase stimulation.the patient reported that she was on a new program and felt stimulation in the vaginal area. The event was described as sudden in nature and troubleshooting resolved the issue. The patient also noted that she was at the hcp's office earlier and the catheter was removed. There were no further symptoms or complications reported or anticipated.